Manufacturer narrative:
The device broke into pieces during explantation. Therefore, an evaluation can not be performed.

Event description:
During a routine follow up exam, the surgeon noted polyethyene wear on the cup. The insert was revised.